Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8th march 2024, it was reported by a sales representative via email that an ar-12990n-1, scorpion needle, knee broke within knee scorpion. The first knee scorpion needle broke off during use inside of the knee scorpion handle. The second needle was opened in an attempt to fix the situation and push the broken part out of the shaft of the instrument unfortunately the broken piece was wedged very tightly in the shaft of the instrument and was unable to be removed. They did not have a backup instrument, and unfortunately neither needle was able to be used. This was detected on (B)(6) 2024 during a knee arthroscopy, posterior root repair of medial meniscus procedure. Procedure was completed successfully with no patient harm as a labral scorpion and surefire needle was used instead. 12 march 2024 - the sales rep. Responded that an ar-12990, knee scorpion¿ was also defective due to the original needle breaking off inside it.

Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause of the broken tip of the needle. The most likely cause for the reported failure can be attributed to user error of the device. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.